Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 120,384 joules of use and 19:36 minutes ¿fiber expired error message; excessive use; clean fiber tip then no longer fired¿ was noted. The fiber was exchanged and the second fiber went to stand by for 30 minutes; expired and never used. The tip of first fiber was cleaned but the second fiber was not cleaned during the procedure. The procedure was completed with a third fiber. Patient outcome ¿ok¿ reported. No injury to the patient was reported. This report is for the first fiber.